Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the complaint by reviewing the error log, but was unable to reproduce the error. Fse powered on the analyzer and performed an "all set home", primed the bf probe and analyzer without errors. Fse removed the side cover of the analyzer, checked the fluids tray and found the wash solution pump has been leaking due to precipitate. Fse removed old pump and replaced with new pump. Fse primed x3 to verify no leaks occurring. Fse also identified precipitate on the tip of the bf wash probe. Fse replaced the wash probe for preventative measure and primed bf probe with no errors occurring. Fse validated the analyzer by performing quality control (qc) with all results in range. The aia-360 analyzer is functioning as expected. No further action required by filed service at this time. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operators manual under chapter 7: error messages and flags states the following: 2015 bf probe purge failure. Purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was leakage from the wash solution pump.

Event description:
Customer reported error message "2015 bf probe purge failure" on the aia-360 analyzer. Customer primed fluids but error persisted. Customer confirmed no fluid leaking from overflow. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequence due to the delay in reporting patient samples.